Manufacturer narrative:
(B)(4). Evaluation: results: (root cause of the event cannot be determined); (death); (no device received for evaluation).

Event description:
An attempt was made to deploy a 3.5 mm diameter x 18 mm length integrity rapid exchange stent into a pt for the treatment of a calcified lesion at the right coronary artery. The attempt was unsuccessful and when the device was taken out, it was noticed that the stent was off. It was retrieved by snare. Info received from the account confirmed that the stent was located in the rca where a spiral dissection also developed. The rca was 99% calcified with a 90 degree pinch turn. Post retrieval of the dislodged stent, the physician unsuccessfully attempted to deliver a competitor stent. Two other integrity stents were successfully deployed to treat the lesion and the dissection. However, the pt passed away the following day due to cardiac arrest. (Ref MFR report# 9612164-2011-00032 & 9612164-2011-00034).